Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Structural deterioration is listed as a potential adverse event in the IFU. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient underwent transcatheter valve-in-valve replacement to treat his 25mm bioprosthetic aortic valve due to aortic stenosis which was implant 13 years, five months ago. An edwards 26mm transcatheter valve was implanted in the aortic position. Intraoperative transesophageal echocardiography revealed good seating of the valve without any perivalvular aortic regurgitation. During the procedure, the patient had an apparent protamine reaction with hypotension. The patient's hemodynamics improved with supportive care. The patient's hemodynamics remained satisfactory with low dose catecholamine support and he was taken to the intensive care unit for further therapy.